Manufacturer narrative:
(B)(4). Voluntary report no: mw5042195. The maude event report has been attached to this initial med watch report. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported in a voluntary med watch by the medical examiner&#38112;office, hemopericardium - small piece of metal from an optease vena cava filter within the superior vena cava, eroding through both the superior vena cava and the adjacent ascending aorta. With 520 ml of blood and blood clot found within the pericardial sac. Per medical records received, the patient sustained multiple injuries following a motor vehicle collision with ejection in (B)(6) 2005. Placement of an optease vena cava filters in superior vena cava and inferior vena cava due to bilateral upper extremity deep vein thrombosis and inability to anticoagulate due to head injury. Per the autopsy report, the cause of death on (B)(6) 2015 was hemopericardium, erosion of superior vena cava and ascending aorta by vena cava filter and complications of motor vehicle collision. The filter was explanted on (B)(6) 2015.

Manufacturer narrative:
Complaint conclusion: as reported in a voluntary med watch by the medical examiner's office, autopsy noted hemopericardium and a small piece of metal from an optease vena cava filter was noted within the superior vena cava, eroding through both the superior vena cava and the adjacent ascending aorta. With 520 ml of blood and blood clot found within the pericardial sac. Per medical records received, the patient sustained multiple injuries following a motor vehicle collision with ejection on (B)(6) 2005. Placement of an optease vena cava filters in superior vena cava (svc) and inferior vena cava (ivc) was conducted due to bilateral upper extremity deep vein thrombosis and inability to anticoagulate due to head injury. Per the autopsy report, the cause of death on (B)(6) 2015 was hemopericardium, erosion of superior vena cava and ascending aorta by vena cava filter and complications of motor vehicle collision. The filter was explanted on (B)(6) 2015. The device was not returned for analysis nor was a sterile lot number provided in order to conduct a device history review (DHR). Without return of the device, the reported filter fracture/separated could not be confirmed and the exact cause could not be determined. Based on the provided autopsy, the patient¿s death was attributed to hemopericardium and complications post motor vehicle collision. Hemopericardium, refers to blood in the pericardial sac of the heart. The condition can be caused by full-thickness necrosis (death) of the myocardium (heart muscle) after myocardial infarction, chest trauma, and by over-prescription of anticoagulants. The event notes both svc and ivc filter placement. As noted in the instructions for use, the optease filter is indicated for the prevention of pulmonary embolism (pe) via percutaneous placement in the ivc in patients considered at high risk of pe. Without device return or a DHR, there in so indication that these events could be related to the design or manufacturing process of the device; therefore, no corrective action will be taken at this time.